Event description:
During an arthroscopic procedure, the physician was reportedly using an ultravac 90 icw arthrowand for tissue debridement. Throughout the procedure, the arthrowand continued to alarm. The operating room staff disconnected and reconnected the wand, however, the alarming persisted. Despite the alarm, the physician continued to use the arthrowand intermittently when he noticed the black plastic at the distal end of the wand separated from the wand shaft. The physician indicated that no device fragments detached or fell into the surgical site. The procedure was completed with no further complications.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.